Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and a damaged lcd screen was observed. The reported event that the receiver ceased to function was confirmed. The root cause was a damaged lcd screen.